Event description:
Per independent repair center, unit is alarming and shuts down. Failures include: 4-way valve contaminated, pilot valve sticking, contaminated sieve beds, dirty pm kit, leaks at zip ties, and leaks at metal clamps.